Manufacturer narrative:
Initial report mentions MFR #2916596-2021-05828 which captures previously reported driveline faults leading up to this 19 nov 2021 event. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. Evaluation of the submitted log file confirmed driveline fault events and a low-speed event. Although a specific cause for the low-speed event could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with an issue with the driveline. The submitted log file contained data from 19 nov 2021 to 20 nov 2021. The system was connected to the power module for all lines of recorded data. Driveline fault events were intermittently recorded throughout the log file. A low speed event was recorded in the last line of captured data. The account reported that the patient expired in (B)(6) 2021 and that the pump stopped at an unknown time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of death: estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for patient who was reported to have passed away in (B)(6) 2021. It is unknown when the patient¿s pump stopped. Submitted log file range was (B)(6) 2021 through (B)(6) 2021 and captured constant driveline fault events with a low speed event on 5800 rpm recorded as the last event. The patient was using the power module throughout the log. The wire values showed the red wire was having some continuity issues but didn¿t appear to be totally broken. Additional information requested but not provided. Related manufacturer report number (B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the date of death was (B)(6) 2021.